Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the left wheel lock is frozen. And both right and left connecting link that attaches in the front the wheel lock appears to be manufacturer incorrectly and these would only can be attached in the rear.